Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The suction control panel assembly was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the suction on/off control knob was broken off preventing suction control. There was no report of patient involvement.